Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump alarmed motor error multiple times. The device was not exposed to a high magnetic field. Troubleshooting was performed, and no damage to the drive support cap noted. The displacement and self tests passed. The customer changed the infusion set, but the alarm occurred again after the prime. It was stated that the customer will be taken to the hospital to treat the high blood glucose. No further information was provided.